Event description:
It was reported by the rep the device was used during laparoscopic assisted vaginal hysterectomy. It was reported the device was fired three times with no problems. The third cartridge locked out and could not load a new one. A second device was pulled to finish the procedure. There was no consequence to the patient. 6/29/1998 contact person had nothing to add to the above.